Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one week post implantation of a zlb00 intraocular lens (iol), patient presented with blurry vision. Surgeon noted that the lens was decentered. Originally, surgeon planned to re-center the implant; however, severe displacement of capsular bag was noted during the procedure. Therefore, the zlb00 iol was explanted and a zma00 iol was implanted in the sulcus. There was no vitrectomy required and wound was not expanded. Patient's one day post op was 20/70 -1, with severe edema in the cornea. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection using 12x magnification of the return sample shows the lens is damaged, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The complaint related test is the dimensional inspection performed at lens generation. Every first lens of a new order is measured on dimensional properties. The results show all dimensions are within specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to the manufacturer has been submitted.